Manufacturer narrative:
The instrument was returned and evaluated. Complaint of broken housing cannot be confirmed. Housing snaps are intact and undamaged. Housing cannot be lifted up from chassis. No cracking damage observed on housing. Additional observations not reported by site are a broken distal clevis, missing conductor cap, and broken banana plug. Instrument was returned with one distal clevis ear broken off at its base. Clevis ear on side opposite conductor wire is broken off, resulting in dislodgment of yaw pulley. Broken piece was not returned, but is roughly .285 x .220 in size. Conductor cap likely detached as a result of clevis ear breakage. Yaw pulley boss feature on conductor wire side that mates with cap is broken off. Evidence not conclusive, but breakage is likely due to overloading the tip. Banana plug is cracked at the tip and the spring features are no longer formed correctly as a result. A monopolar cord cannot be installed on plug due to damage. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, during set up, the surgical staff reported seeing broken housing on the permanent cautery spatula instrument. Nothing was reported having fallen into the patient.